Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing infusion supplies, with a highest reported blood glucose of 367 mg/dl while using ilet with an inset 23-inch infusion set; the user denied adverse effects, reported no scar tissue at infusion sites, and blood glucose was 242 mg/dl at the time of contact. Symptoms included elevated blood glucose. Outcomes included no need for third-party or medical assistance and no hospitalization. Investigation included user troubleshooting and education, including guidance to replace the infusion set and use a new vial of insulin to rule out insulin degradation, and arranging access to sample alternative infusion sets for comparative use. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with potential contributors including infusion set performance or insulin integrity; no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.